Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in the journal of arrhythmia 38.6: 1017-1027. John wiley and sons inc. (Dec 2022) "combined atrial fibrillation ablation and balloon mitral commissurotomy in patients with rheumatic mitral stenosis", díez-delhoyo, felipe, received: 28 march 2022 / revised: 3 august 2022 / accepted: 17 september 2022, doi: 10.1111/jce.15686. A retrospective study of 22 patients with severe rms were included to undergo a combined pbm and af ablation procedure. Noninvasive mapping of the atria was also performed. A historical sample of propensity-scored matched patients who underwent pbmc alone was used as controls. The primary endpoint was freedom from af/at 1-year. Multivariate analysis evaluated sinus rhythm (sr) predictors reportable- cardiac tamponade during transeptal puncture (conservative management). A cardiac tamponade occurred during transeptal puncture with conservative management.